Manufacturer narrative:
Product was not received by manufacturer. As reported, it was a mob-c disassembly. From provided description, the tech overtightened the mobi-c inserter causing the implant to fall apart. The product was not implanted in the patient. The disassembly did not have a direct impact on the patient. No consequence on the surgery was reported. The review of the device history records did not reveal any non-conformances to specifications or deviations in procedures that might have contributed to the reported event. From provided information, the review of the case determined that the root cause is related to a user error during the assembly phase. The tech overtightened the inserter during implant assembly. The investigation found no evidence on a product issue. Device not returned to manufacture.

Event description:
Mobi-c p&f us : disassembly. As described : the tech over tightened the mobi-c inserter causing the implant to fall apart. Implant did not go in patient. No consequence on patient was reported. No surgery delay .